Manufacturer narrative:
This is a report of use error in which the patient reconnected to the heater bag after it had become disconnected, and continued with therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted.

Event description:
It was reported that the heater bag became disconnected from the homechoice cassette. The patient reconnected it and continued therapy. This event occurred during use with patient involvement. The technical service representative assisted with ending therapy and explained to the patient that they can use manual bags to continue therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.